Manufacturer narrative:
Batch review performed on 21 december 2020: lot 2006537: (B)(4) items manufactured and released on 07-september-2020. Expiration date: 2025-08-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 21 december 2020: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115)lot. 1910896. Lot 1910896: (B)(4) items manufactured and released on 21-april-2020. Expiration date: 2025-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and insert, 1 month after the primary. The surgery was completed successfully.